Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6), 2024. During the procedure, the first flange did not unfold. The procedure was completed using another axios stent. There was no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.